Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: france. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the device passed the mesh test; however, the bottom roll and comb were damaged, some screws, the side plates and the gear were worn and the unit was out of calibration. The bottom roll, comb, bearings, screws, side plates and gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the customer asked the after sales department to repair a meshgraft for an unspecified fault. There was no harm or delay reported. Diligence is complete. No additional information is available. At product evaluation investigation the device had a damaged comb. No adverse events were reported as a result of this malfunction. No additional event information available.